Manufacturer narrative:
The investigation into the positioning issues and the hemolysis has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of hemolysis was most likely due to pump was not in the proper position.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 69-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The patient started having red urine and the pump migrated back. The surgeon slightly repositioned under formal echo; however, the pump left slightly deep at about 5 cm (pump jumping in and out at 3.5 cm). There were placement signal low alarms and hemolysis. The pump was removed and replaced with intra-aortic balloon pump (iabp).